Event description:
Reporter alleged the customer obtained discrepant blood glucose results of 16 mg/dl back to back with a result of 69 mg/dl when testing was performed within one minute of each other on the compact system. No actions were reported taken or treatment was received regarding the comparison. A request was made for the return of the suspect device and replacement product was sent.